Event description:
Event description guidant received information that the patient presented to the hospital, due to asystole. Evaluation revealed pacemaker mediated tachycardia on the elecrograms, as well as suspected loss of capture. Evaluation of the right ventricular lead revealed normal measurements; however, isometrics or pocket manipulation could not be performed, due to the condition of the patient.